Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) leadless pacemaker exhibited separation failure. The ralp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2025. Patient condition was stable.